Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "lateral malposition", "shrinking in size" and "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade iii. Device was explanted and replaced. Capsulectomy was performed.

Event description:
Healthcare professional reported right side "lateral malposition", "shrinking in size" and "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade iii. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade unknown.